Event description:
It was reported that the t:slim x2 pump battery would not charge, leading to a pump shutdown. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.